Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. Service history review identified this device has not been in for service previously.

Event description:
It was reported that a pump was alarming no disposable. The settings were reviewed and ensured the clamp was closed. The cassette was removed and was gently tapped and massaged the tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. This was the second attempt with removing the cassette. The pump was powered off. The patient was not affected. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.